Event description:
In 2009 the lay user/pt contacted lifescan alleging the one touch ultramini meter displayed the "error 1" message on the meter display. The medical surveillance specialist (mss) contacted the pt to obtain/clarify info. The pt stated that the issue started about 4 months prior at 4 pm. The pt said that she had less food and/or drink due to the issue at that time. She did not attempt to test her blood sugar after the issue started. She called lifescan to obtain a replacement meter, which arrived at approximately 4 months later. The pt says she had been having excessive thirst, fatigue, excessive hunger, and urination between the time the issue started and when the replacement arrived. When the mss spoke to the pt at about 2 weeks later, she had been testing her blood sugar for approximately two weeks and says readings have been near 500 mg/dl and only two readings were under 200 mg/dl. She tests her blood sugar six times per day since the arrival of the replacement. During the past few days she has been able to lower her average blood sugar levels to the 200 range. She says she was not able to follow her sliding scale between the time the issue started and the date of arrival of the replacement. Her sliding scale is based on meter readings and carbohydrates. She takes her blood sugar level in mg/dl, subtracts 125, and divides this result by 50 to get the number of units of apidra to take. She also adds 2 units to cover every 15 grams of carbohydrates she eats. She has recently contacted her doctor and will see him/her soon. She did not attempt to contact the physician during the time she didn't have a meter to use. The issue was not resolved through troubleshooting and the product is not new (out of box). This complaint is being reported because the pt alleged there was an error message on the meter, could not use the meter to manage her diabetes, and allegedly suffered symptoms indicative of hyperglycemia afterward.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.